Event description:
The staff in the ICU noticed intermittent alarms stating check iab catheter. At 1900 the alarm went off three times consecutively, and the nurse noticed blood in the helium line. The cardiologist was notified. The settings were changed to 15 adn augmentation was moved down to about 50%. Approximately 38 minutes later the iab was removed and replaced